Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported audio anomaly via phone call. Customer blood glucose reading at the time of the incident is unknown. Customer stated the insulin pump does not beep. The issue reoccurred after troubleshooting. The insulin pump will not be returning for analysis